Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. The cause of the hole was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The first cylinder kink resistant tubing (krt) had a hole from wear. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder krt leaked due to wear. The second cylinder had buckling folds in the distal end of the cylinder. The second cylinder had a hole from cylinder-on-cylinder wear at a buckling fold in the distal end of the cylinder. The second cylinder had wear at fold in the proximal end and distal end of the cylinder. The second cylinder had a leak at a buckling fold in the distal end of the cylinder. The pump was microscopically inspected, leak and functionally tested. The pump krt were worn to filament. The pump passed the leakage test. The pump failed the activation test. The reservoir was microscopically inspected, and leak tested. The reservoir had wear at fold in reservoir shell. The reservoir passed the leakage test. Based on the information available and analysis results, the reason for the mechanical issue and the hole/perforation was most likely determined to be the leak in the first cylinder krt and the leak in second cylinder from cylinder-on-cylinder wear at a buckling fold from the functional test performed. Additionally, the pump failure in the activation test could affect the product performance. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.